Event description:
Additional information received reported that the as it was not possible to jump start the ins the patient was not receiving any therapy. It was noted that the replacement had not been scheduled yet, but a request was sent to the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had stopped using the system because it was ¿too positional.¿ the patient had not recharged since 2010. An overdischarge (od) was confirmed, the patients first. The company representative was unable to restart the battery. The patient was to discuss a re-trial and a new device with his physician. The patients status was alive with no injury or adverse event. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
Product ID: 3998, lot# v044850v02, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. (B)(4).

Event description:
Additional information received indicated the device was dead and was being replaced as of the date of this report. It was unknown how long the device had been dead. Four days later, it was noted the depletion was considered normal. The outcome was considered to be ¿great.¿